Event description:
Use of cosmetic contacts sold without a prescription by tdeye caused severe contact lens acute red eye. Test date: (B)(6) 2020, test name: biomicroscope, test result: acute keratonjunctivitis. FDA safety report ID# (B)(4).